Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that damage occurred to the patient's aorta. The target lesion was located in the right coronary artery (rca). A 6f guidezilla¿ ii long guide extension catheter was placed in the proximal rca and the physician made two injections. The first injection the guidezilla slid down the aorta then the on the second injection the guidezilla slid further down and was pushing distally in the aorta. It was previously noted that the aorta was dilated. The device was removed and damage to the aorta was observed. The physician believes that the patient presented with an aortic dissection. The hospital did not have surgical back up and to ensure the patient was okay the patient was then transferred to a different hospital. It wasn't specified if the patient underwent surgery or if the aorta was treated. No further patient complications were reported and the patients status was okay.